Event description:
It was reported the patient fell, which was not caused by stimulation and did not affect therapy. The patient had always had balance issues and has fallen on occasion. Patient outcome was not provided.

Manufacturer narrative:
Product ID 37642 lot# serial# (B)(4) product typ programmer, patient product ID 37085-40 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 37085-40 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 3387s-40 lot# v576421 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3387s-40 lot# v576421 serial# implanted: 2011-(B)(6) explanted: product typ lead. (B)(4).